Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Reported device is not marketed in the us; however, product that is similar, uses the same materials or processes are. Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. Without any closed sample we cannot carry out a proper analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.